Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown. Age and date of birth: unknown. Patient sex: unknown. Weight: unknown / not provided device product code: unknown. Lot number: unknown. PMA/510(k) number: unknown.

Event description:
It was reported that the end of the driver was fractured while putting tools away.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One narrow right angle large hexed driver tip 24mm (kit item) (rash3nk) was returned for investigation. Visual inspection of the as returned product identified wear about the driver body, and the device is noted to be fractured diagonally at the isolatch. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the rash3nk dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.